Event description:
Almost immediately after insertion I started having stabbing pain in my left side which became a constant nagging pain. I also developed rashes all over my body. I gained an excessive amount of weight in a very short time, had constant abdominal bloating, and periods so heavy that even with a pad and tampon I was still having to change every hour. I started having chronic headaches, severe fatigue and insomnia (B)(4).